Event description:
It was reported that pt had a decrease in vision (myopci) post cataract surgery due to posterior lens vaulting. The doctor is evaluating treatment options but no secondary intervention has been performed yet. This report pertains to the pt's right eye.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.